Event description:
It was reported that intermittent ventricular undersensing was observed on a remote transmission. On (B)(6) 2023, the patient presented to the clinic, and programming changes were made. The patient was stable and asymptomatic.